Manufacturer narrative:
(B)(4) during processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported angina and re-stenosis are listed in the xience v eluting coronary stent system instructions for use (IFU). Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling. It should be noted that the IFU states that the this device is indicated for improving coronary luminal diameter in patients with symptomatic heart disease due to de novo native coronary artery lesions (length less than or equal to 28mm) with reference vessel diameters of 2.5 mm to 3.75 mm. The implantation of the stents for treatment of the re-stenosis does not appear to have directly caused or contributed to the reported patient effects.

Event description:
It was reported that approximately 29 months after the xience stent implantation in the previously stented and restenosed mid-right coronary artery (rca), the patient described progressive angina and underwent elective angiography. Restenosis was found in 2 segments of the index stent. The stenosis was treated with 2 drug-eluting stents without complication. The patient was discharged the following day. No additional information was provided.